Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, resulting in high outputs. Additionally, undersensing was observed on the ra and right ventricular (rv) leads. The ra lead was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.